Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in clinic for device check following implant procedure. Interrogation revealed the implanted cardioverter defibrillator exhibited high impedance in the left ventricular channel. Additional testing and fluoroscopy were discussed. No intervention or additional information was reported.